Event description:
It was reported that the as lvp 20d dehp 2ss cv would not prime. The following information was provided by the initial reporter: "pump set 2420-0500 would not prime."

Manufacturer narrative:
H6: investigation summary one sample (model #2420-0500) was returned from the customer. It was reported that the pump set would not prime. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attempted to be primed with saline; however, priming was unsuccessful. The complaint can be verified. A quality notification has been sent to the manufacturer, and the sample has been sent for further investigation. The manufacturer investigation determined that the adapter component (p/n: 601529) had an excess of solvent. This excess of solvent is the root cause of the occlusion, which caused to set to be unable to be primed. During the month of march, the manufacturer has observed an increase in this failure mode. Several actions have been put in place in order to correct this issue, such as increasing the time of cleaning the bushings of the solvent dispenser, identifying some potential improvements on the bonding method, and performing a training for the team in order to prevent this issue. A device history record review for model 2420-0500 lot number 21033015 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 2ss cv would not prime. The following information was provided by the initial reporter: "pump set 2420-0500 would not prime."